Event description:
Caller asking about 301 short v-v counts noted on carelink transmission (B)(6) 2023. R wave 2.9, sensing 0.9mv. All lead trends are otherwise stable. No noise noted. Patient does have pvcs. Recommended evaluating in office at next check to attempt to replicate any noise with isometrics/provocative maneuvers. No additional information available. Sensing issue: 301 short v-v intervals since (B)(6) 2023 13:02:44. Check for double-counted r waves, lead fracture, or loose set screw. Sensing integrity counter since (B)(6) 2023 short v-v intervals 301 (if >300 counts, check for sensing issues) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).